Event description:
Spouse of hp reports incomplete prime of patient line of homechoice set. Hp was able to reprime line and complete treatment with assistance from baxter technician. No patient injury of medical intervention required per spouse of hp.